Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The device was returned for eval. During functional testing of the device, an error message "attach wire to connector" was displayed. This type of error message is related to the reported signal failure. During visual inspection, a discoloration and corrosion were observed on the proximal and middle conductive band respectively. No further damage observed to the cable/connector. Further microscopic examination confirmed that the soldered dome was missing from the tip of the device; however, solder between the coils was observed as evidence that the solder dome was present at one time. The tip dome damage is not related to the reported complaint, the tip dome has no electrical functionality and does not affect the signal. The dome is intended to enhance smooth tracking and reduced resistance during the advancing of the wire. A missing dome could contribute to decrease wire handling performance. There was no report of any resistance or decreased of wire handling performance on this case. It is likely that the exposure to blood or saline corroded the solder tip dome causing it to separate from the tip of the device. This event is being reported because the MFR could not determine at this time when the dome separated from the device. A supplemental report will be submitted when the MFR rec'd add'l info.

Event description:
It was reported that the waveform would not appear on the screen while using the pressure guide wire. There was no report of pt injury. The device was returned to the MFR for eval. During visual examination, it was observed that a portion of the soldered dome was missing from the tip of the device.